Event description:
The customer reported that during a resection of the peritoneal carcinoma, the surgeon felt the lever mechanism of the device felt strange. The surgeon noticed that a pin from the device lever was missing. The pin could not be located by the surgical staff. It is unk if the pin fell into the pt cavity.

Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a follow-up report will be submitted.